Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03330. This report is being submitted as additional information. Approximate age of device from the product ship date is 1 year and 2 months. Manufacturer's investigation conclusion: the reported event of a stuck red release tab for a hmii system controller was not confirmed. The device was not returned for analysis. The root cause of the reported event was not conclusively determined as the controller was not returned. Heartmate ii instructions for use and heartmate ii patient handbook explain how to protect against ingress of solid foreign objects. The patient handbook states multiple times in different sections that "if external system components have contact with water or moisture, the system may fail to operate properly... Which includes pump stops or alarming." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller¿s red driveline release button was stuck and would not release. The patient was in the clinic for a required upgrade of the system controller¿s software. The system controller had to be exchanged in order to perform the upgrade. Two lvad clinicians worked together to get it unstuck and the system controller was exchanged without incident. Reportedly, there was soap in the system controller and driveline. The system controller was in use with no alarms or issues at all while the soap was present.